Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 10 cm in diameter thoracic aortic aneurysm. It was reported that the patient presented emergently with back pain. The CT scan showed that the valiant stent graft was no longer opposing the aortic wall resulting in a distal type I endoleak. The aneurysm had grown to 10 x 8 cm. The physician performed an intervention and implanted a valiant stent graft, resolving the event. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.